Manufacturer narrative:
This is one of two products involved with the reported event. The associated MFR report number is 9616099-2009-00832. A review of the manufacturing documentation associated with this lot presented no issue during the manufacturing process that can be related to the reported complaint. Additional info will be submitted within 30 days of receipt.

Event description:
The report is from the study. The pt was a male, with a history of hyperlipidemia, smoking, and hypertension. The target lesion was the bifurcation of the right common carotid. Lesion length was 30mm and diameter was 6mm. Pre-procedure stenosis was 95%. The lesion was mildly calcified and tortuous. The lesion was predilated. A precise pro rx 10 x 40 was deployed at the target lesion. Post-stent deployment, the pt had a sudden onset tia with left side hemiparesis. The pt fully recovered in less than 24 hrs. An angioguard rx, size 7 basket, was successfully deployed and retrieved during the procedure. The pt was discharged the following day.